Event description:
During a follow up call with the home patient (hp) on (B)(6) 2011, regarding air in the patient line, the hp stated she used the set's original cap to cap off when she disconnected. The hp stated she did not reconnect to the line but discarded those supplies and started over with new supplies. The hp stated she resumed therapy without any problems on the cycler. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore, a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for patient that used the sets original cap to cap off when disconnecting during therapy is confirmed. Patients are advised to use a new flexicap or opticap during the emergency disconnect procedure. Reuse of any disposables can cause contamination of the fluid pathways. The labeling adequately addresses the use error as stated by the patient. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.